Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an intermittent beep rather than a continuous steady tone was confirmed via analysis of the returning product. The heartmate 3 system controller (serial number (B)(6) was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file from the returned system controller and the submitted log file contained combined relevant data spanning approximately 2.5 days (28oct2023 ¿ 31oct2023 per the timestamp). There were no notable atypical alarms active in the log file. During the evaluation, the system controller underwent preliminary and functional testing and did not pass due to the system controller not alarming correctly during the self-test. Circuit analysis of the controller revealed that the voltage and resistance at the transducer was insufficient due to fluid ingress around the transducer. The voltage at the j8 connector on the printed circuit board was as intended, indicating a compromised component. The transducer was replaced with a known working component and operated as intended. Provided information stated that exchanging the controller resolved the issue. The root cause for the reported event was determined to be an electrically compromised transducer due to fluid ingress; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (doc. #10006136, rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms do not resolve. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (doc #10006136, rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller. Heartmate iii patient handbook (rev. D) and heartmate iii instructions for use (IFU) (doc #100169835, rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when performing controller self-test connected to battery power, the controller alarm sounded an intermittent beep and not a continuous steady tone. All lights lighted up. There was no yellow wrench alarm or other indication of controller malfunction. Speaker holes were checked, and they were clear. Batteries were charged and the backup battery was reseated as well. Alarms were still intermittent and appeared as if no sound was coming from the speaker on the side of the controller. The controller was exchanged. Self-test with new controller was continuous tone, the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.